Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized and due to diabetic ketoacidosis and high blood glucose was 404 mg/dl on (B)(6) 2018. The customer¿s blood glucose was 600 mg/dl at the time of the incident and the current blood glucose 215 mg/dl. The customer had symptoms such as nausea, large ketones, headache and blurred vision. The customer was treated with bolus. It was reported that the customer had no delivery alarm. The customer performed displacement test and was passed. The customer was advised if any recent changes have been made to programming, or they have concerns that settings may be inaccurate we can review them. The customer was wearing the pump during to the hospitalization. The insulin pump will not be returned for analysis.